Event description:
It was reported that when the surgeon was performing meniscal repair, both implants came out at the same time. No procedure delay or patient injuries were reported. A backup device was available to complete the procedure.

Manufacturer narrative:
Due to no product was returned, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation were not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.